Event description:
Information was received from a consumer regarding a patient receiving fentanyl and bupivacaine via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that they were not able to connect the communicator to the handset for several weeks. They were getting the connecting screen, and it was taking longer than 3 minutes to connect to the pump. Per the patient, they were allowed 8 boluses a day. The agent assisted the patient with resetting the handset and communicator, but after resetting, the communicator was still not connecting. A replacement communicator was requested from the repair department. The patient called back on 10-apr-2025 stating that they received the replacement communicator but were not able to connect to the pump. The agent had the patient restart the handset and the patient was able to connect to the pump and see their lockout. During the call, the agent walked the patient through clearing data to help with the connection lag at 90%.

Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.